Manufacturer narrative:
(B)(4).

Event description:
It was reported that right atrial (ra) lead was dislodged one day after implant. Subsequently, a revision procedure was performed. The ra lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.